Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was found outside the minicap. This was observed before use. There was no patient involved. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with an open pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and infrared spectroscopy. A small dark brown particulate matter was found outside the cap. The particulate matter was identified as tree fiber paper. The reported condition was verified. An assignable cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.